Manufacturer narrative:
Reliability analysis evaluated four opened/used reservoirs. Inspected the snap-cap and septum for anomalies, and none were found. Conducted occlusion testing, and the reservoirs passed. Fluid did flow through the infusion set, and no occlusion was noted.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery. The customer's blood glucose level was 430 mg/dl at the time of the call. The customer treated their blood glucose with manual injections. The customer was assisted with trouble shooting and found that the reservoir needed to be changed. The issue was resolved with a set change. The customer sent their sets back for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.